Event description:
The customer reported that this battery was not recognized in this unit.

Manufacturer narrative:
(B)(4): the customer reported that this battery was not recognized in this unit. The customer did not send the device to philips for evaluation. The customer tried the battery in several other units, and the same issue was observed. Philips sent the customer a new battery. Installing the new battery resolved the failure.